Event description:
Customer wore disposable heat warming patch on back for pain relief. She removed the patch after 4-5 hours due to itching and subsequently developed large blisters. She saw her physical therapist 2 days later and was advised that she had received 2nd and 3rd degree burns. Consumer self-medicated with prescription medication (fentanyl patch 75 mg and zanaflex 4 mg) her skin has healed but now claims to have permanent scarring.